Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that up, down, and ok buttons were intermittently unresponsive for a couple of months and have worn symbols. The reporter stated that there was moisture behind the lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during a visual inspection of the pump, no moisture was observed behind the display lens. A leak test was performed and a leak was found due to a cracked pump case. The pump case was opened and moisture was found throughout the pump compartment. The keypad symbols were worn, but the keypad cover was intact. During testing, the contrast and up arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.